Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that a manufacturer representative (rep) had possession of the device, that it had not yet been returned as they were awaiting a return mailer however it would be retuned on (B)(6) 2020. The rep later included the tracking number in another email and noted that the health care physician (hcp) had no additional information. One of the devices was received by the manufacturer company on (B)(4) 2020. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4). Product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a bilateral sns device implanted for several years. The skin directly above the implanted ins on the left side began to erode over the last several months. The physician suspects there was an issue with the ins that caused the skin erosion and would like the device analyzed. The physician performed a battery replacement procedure on the patient (both left and right). Upon dissection, the physician found a non-infected seroma above the battery pocket. The physician explanted the old devices in question and implanted new ins. The issue was resolved. The following day, the patient called stating that he has 2 ins and the one on the left side started protruding, shifted, and turned purple. When ask, the patient said that he has memory problems and unable to provide any type of timeframe of when this change was first noticed. The patient said that he did have a revision/replacement yesterday and they moved the one that was on the left side to the other side. The patient said that he does not have a current managing doctor as his doctor is being deployed. The patient would like an adjustment and insists that the manufacturer representative (rep) has to do it however, said he does not have her number. The field contact present during the replacement was contacted. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.